Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) beeped, the display blacked out and pumping stopped. The iabp unit was rebooted and pumping was restarted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the iabp in the getinge office and was unable to duplicate the reported incident. However, the fse observed error code 111 and 112 in the fault/error logs. The fse opted to replace the coil cord cable, strain relief fork and strain relief mounting plate to address the issue. Running tests were performed and passed without reported incident reoccurrence. The iabp was released for clinical use with no incident.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) beeped, the display blacked out and pumping stopped. The iabp unit was rebooted and pumping was restarted to continue therapy. There was no patient harm or adverse event reported.